Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
.

Event description:
Additional information later reported the hcp felt the patient's abdomen was large and due to an overhanging belly the pump kept flipping.

Event description:
It was reported that the pump had flipped. Diagnostic x-rays had been performed and confirmed the pump was flipped. The patient was referred to the surgeon who was to put the patient on the schedule within the next few days. The plan was to revise the pocket or the surgeon may move the pump from the abdomen to the flank. At the time of the event the patient¿s status was reported as alive-no injury. There were no reported patient symptoms. This device system delivered infumorph. It was further reported that the physician did a pocket revision and moved the pump to the flank from the abdomen. Additional information has been requested, but was not available as of the date of this report.